Event description:
It was reported by an attorney that the patient underwent a transvaginal hysterectomy and surgical procedure to treat pelvic organ prolapse, cystocele and stres urinary incontinence on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures, including a mesh excision on (B)(6) 2012 and coloplast sling was implanted. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): concurrent procedures: hysterectomy, rectocele repair.it was reported that following insertion the patient experienced hematuria, constant pelvic pain, lower back pain, fever, bladder cramps, frequent uti¿s, kidney pain, painful intercourse, foul odor, urinary leakage and skin being cut by the edges of the mesh. It was reported that patient underwent urethral repair for mesh erosion in (B)(6) 2007, in (B)(6) 2007 and a piece of mesh was removed. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with bilateral salpingo-oophorectomy.